Event description:
(B)(4). Initial info for this spontaneous case was received from a physician via a company sales rep on (B)(6) 2007 and add'l info was received directly from the physician on (B)(6) 2007: a (B)(6) male pt initiated therapy with injectable poly-l-lactic acid (sculptra) on (B)(6) 2005. He received 2 add'l treatments on (B)(6) 2007. Sculptra was injected just lateral to the nasolabial fold for facial aging. After the 2nd treatment, the pt experienced severe facial swelling. He went to the ER where he was given methylprednisolone (medrol dosepak) and oral diphenhydramine (benadryl). The symptoms resolved within a few days. The pt experienced the same reaction on (B)(6) 2007 after the third sculptra dose. He was given the same treatment and again the symptoms resolved within a few days. The physician noted that he was never informed of this reaction until recently. No further relevant info reported.

Manufacturer narrative:
Add'l info for sculptra from (B)(4): batch record review was without hint to root cause. The review of the device history report and of the analytical results of the involved batch did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.